Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial (d4-UDI) and to provide an update to fields (h3 and h4). The device was evaluated by olympus, and the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. The tissue pad in the grasping section was torn with no missing part. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the reported event occurred due to the following mechanism. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Furthermore, activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. However, the root cause of the reported event could not be identified with the information received. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. Please see updates to b2, b5, h6. The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the user tried to search for the detached part with the help of pliers but it was not found in the abdominal cavity. There was no imaging done at the decision of the gynecologist.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the tips of two ultrasonic surgical devices broke in the middle of a therapeutic laparoscopic hysterectomy while the patient was under general anesthesia. The probe tip in one device was bent while the probe tip in the other device broke and the other end came off in the middle of the procedure. Reportedly, a part of the probe tip probably fell in the abdominal cavity, but this was not certain as the part was so small. The customer was unable to identify from which of the two devices it fell from. The part was not found, and no retrieval was done. The device also alerted the probe check and tests went through repeatedly until it was observed that the tips had broken down. The surgery time was extended by less than 30 minutes due to the repeated probe checks and retrieval of the new device. The procedure was completed with a similar device without any patient harm. This MDR is for the ultrasonic surgical device 2/2.